Event description:
Lesion was in the proximal to the mid lad, with diffuse moderate calcification. A rotablator was used in the proximal to mid lad, and then a balloon catheter was inflated to 6 atm. Another lesion was being treated when it was noted that there was a delay in the lad. Under the support of iabp, the penta stent was implanted, but the distal end of the stent was insufficiently expanded. Then, using the penta stent delivery system (sds) for the lad and another balloon catheter for the d2, a kissing balloon technique was performed. Ivus was used in the lad, but when it was removed, the catheter stuck at the distal edge of the stent. The stent was deformed and the ivus cathter separated. The patient was sent to emergency surgery.